Event description:
Physician intended to implant a resolute integrity 2.50 x 12 mm rx drug eluting stent to treat a 12 mm lesion in the cx vessel. It is reported that the isr of the proximal cx had 50% stenosis and the isr mid-distal of the cx vessel where the physician was attempting to implant had 80-95% stenosis. A pt2 wire was successfully wired with an intuition wire was to be used as a buddy wire. Difficulties were encountered positioning these buddy wires due to the angulation and high-grade disease of the vessel. It is reported that the resolute integrity 2.50 x 12 mm stent passed through a previously deployed stent but failed to pass the lesion. Upon removal the stent appeared cracked. An nc sprinter was then used to pre-dilate the lesion at 14 atms for 59 seconds. It was then attempted to implant a resolute integrity size 2.50 x 8mm in the vessel. This resolute stent is reported to have gotten stuck in the ostial circ of the previously deployed stent. During positioning of this resolute stent the two buddy wires dislodged and this stent also failed to cross. This stent is said to have become bent with a cracked strut present. The physician then had to re-enter the cx vessel with a zinger support. Provia6 was able to cross the lesion as a buddy wire. Resistance was encountered and force was used during advancements. Another resolute integrity 2.50 x 12 mm was then successfully placed in the patient. There were no reported patient complications. Cine image review: review of the procedural images confirms the angulated and difficult nature of the vessel and lesion. The images do not capture the attempted delivery or withdrawal of the 2.5 x 8mm and initial 2.5 x 12mm resolute integrity stents.

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device -(vessel morphology). Caused by another drug/device - (buddy wires). Inherent risk of procedure - (stent deformation). No results available since no evaluation was performed - (device not returned for review). Failure to follow instructions - (force used during attempted positioning). Evaluation conclusions: device failure related to patient condition - (vessel morphology). Operational context caused or contributed to the event -(buddy wires). Known inherent risk of a procedure - (failure to deliver stent). Unable to confirm the complaint - (device not returned for review). Failure to follow instructions - (force used during attempted positioning ). (B)(4).